Event description:
It was reported to nova biomedical that a consumer received clinically significant blood glucose readings when compared to readings taken on another brand of meter. The readings were reported to have been taken within a ten minute period. No decision to treat was made on the allegedly faulty meter. The meter will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.